Event description:
Pt sat on product bucket not properly attached to frame of seat of product which pinched the pt's skin (posterior thigh). The area affected was less than dime size. It was cleansed and kept dry, left open to heal. 1/2cm nondraining wound.